Event description:
Procedure: unspecified throat procedure. Reportedly, the user facility contacted the tyco healthcare u.k. Office to request the generator be tested and serviced because it was involved in an incident. In 2004 the unit was serviced. Upon completion of the eval the facility's biomedical mgr was asked by the tyco service personnel what kind of procedure it was and what the affects were. The answer was throat procedure and the pt had died. Tyco healthcare u.k. Has contacted the account several times for info such as the exact event or incident that occurred and no info has been provided. The facility has cited medical confidentiality and the possibility of litigation as the reasons for not wanting to provide further details. Therefore, no incident details are available about this event.